Manufacturer narrative:
A ge representative evaluated the system and repaired a power supply. System operates as intended.

Event description:
The customer reported, the system would not fluoro. No patient injury was reported.